Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump up arrow kept getting stuck. The patient's blood glucose at the time of incident is unknown, but his blood glucose is usually in the 80 mg/dl to 230 mg/dl range. The mother did not recall any significant events leading to the keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to unlock on lcd keypad connector. The buttons responded properly after locking lcd keypad connector. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, bolus wizard test due to button keypad anomaly. The insulin pump had minor scratched display window.